Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product family for this fecal management system product is unknown. Therefore, bard is unable to determine the associated labeling to review. Although the product family is unknown, the fecal management system product ifus are found to be adequate based on past reviews. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the facility was unable to remove fluid from a dignishield cuff that had been inserted in the patient for an unknown extended period of time. The dignishield was removed by instilling fluid through the balloon and guiding it out of the rectum. There was no medical intervention required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not received.

Event description:
It was reported that the facility was unable to remove fluid from a dignishield cuff that had been inserted in the patient for an unknown extended period of time. The dignishield was removed by instilling fluid through the balloon and guiding it out of the rectum. There was no medical intervention required.